Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was only getting half of the insulin two weeks ago when the pump pushed a lot of insulin up while priming. Customer stated that the insulin was squirting out during manual prime. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window, and cracked reservoir tube lip. Unable to verify any alarms due to the detached end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).